Event description:
It was reported that the device was unable to measure blood oxygen, it was unconfirmed if the device was displaying any inop messages. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The philips field service engineer (fse) performed diagnostic/functional testing on the device. The fse determined that the malfunction was due to a faulty parameter board. The parameter board was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6).